Event description:
The patient stated: "experienced blisters and sores in her mouth; stated that she discontinued use of the aligners altogether after that (march), and that she saw her local dds regarding this concern. Dds advised to discontinue use of the aligners."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.